Event description:
According to the reporter: this is a batch ftr for glue issues at this account. Account describes major issues with the glue. In particular, they state that approximately (B)(4) of pts come back post-op with severe redness at the glue site. Other pts they say there is no glue remaining. In servicing has been done and they are applying it correctly. All or surgeons and pas have encountered difficulty. There were issues with all lots since ordering in (B)(6), but two lots currently on their shelf are p00184228 and p00115227. This is (B)(4) since they converted in (B)(6) 2014. Additional info requested via email. Based on the regulation, we need complaints filed for each pt for the event that occurred. Please open the appropriate number of complaints. Provide details for each pt and open the appropriate number of complaints.

Manufacturer narrative:
(B)(4). No device was returned for analysis. However, a review of the relevant lot numbers of the adhesive was conducted and no abnormalities were observed.root cause inconclusive; could not be determined with the limited information available. A follow-up report will be submitted if further information is obtained.

Manufacturer narrative:
(B)(4).